Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum outputs in bipolar configuration. Capture was obtained in unipolar with output programmed at 6.5 v at 1.0 ms. The patient experienced muscle stimulation with the high outputs. In both unipolar and bipolar configuration low out of range pacing impedance measurements were observed. Additionally, oversensing was noted which resulted in pacing inhibition. It was reported the patient experienced dizziness with episodes of bradycardia with a heart rate in the 30 beats per minute (bpm) range when converting from atrial flutter with rapid ventricular response to a sinus rhythm. An invasive procedure was performed and this lead was explanted and replaced. Visual inspection of the lead post explant revealed a possible conductor fracture. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the conductor coils were deformed 195 millimeters (mm) from the terminal pin. Numerous cuts were also noted in the insulation, likely due to removing the suture sleeve. Testing was performed to assess lead electrical performance. Measurements through this testing were within normal limits. Further testing could not be completed due to the damage to the lead. Analysis could not confirm the clinical observation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.